Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4).